Event description:
It was reported the device could not be interrogated. The patient was in the ER, after receiving shocks. There was no telemetry via a programmer head and no alert tone with magnet placement; no evidence of pacing. The device and lead are still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.